Event description:
On (B)(6) 2018, a 30mm amplatzer cribriform occluder was selected for implant. When the physician deployed the device within the patient, the left disc was billowed and would not collapse. The physician elected to switch to a 25mm sized amplatzer cribriform occluder because it was believed the 30mm device was too large for patient anatomy. The device was recaptured and a 25mm amplatzer cribriform occluder was successfully implanted. No adverse patient consequences were reported and the patient remained hemodynamically stable throughout the procedure. Per user, it is unknown if the device was deformed due to malfunction or due to patient anatomy. The procedure was not significantly delayed and the user does not attribute the event to a device malfunction that had the potential to result in patient harm or injury.

Manufacturer narrative:
The reported event of deformation could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that a smaller, 25mm, occluder was implanted.